Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: samples received: 1 open and (B)(4) unopened race-packs. There are no previous complaints of this code batch. There are no units in OEM stock. Received (B)(4) closed samples and one open sample with the needle detached from the thread and the thread still wound on the pack. Tested the needle attachment of the closed samples received and the results do not fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a corrective action.